Manufacturer narrative:
Apoc incident # (B)(4) . The investigation was completed on 03/31/2020. A review of the device history record confirmed the lot passed finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ae, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2020, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant hematocrit results of 17% & 16% on an (B)(6) year old female patient presented after having a fall. There was no additional patient information available at the time of this report. Return product is not available for investigation. Method date time hemoglobin hematocrit I-stat (B)(6) 2020 05.57 17.0 %pcv. Lab (B)(6) 2020 06.18 9.25g/dl 25.8 %pcv. I-stat (B)(6) 2020 12.30 5.4 g/dl 16.0 %pcv. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. Based on the information there is no reason to suspect a malfunction exists. However, the customer states that the patient was given 1 unit/red blood cells. Abbott point of care has determined that the patient received an unnecessary transfusion and an adverse event occured. The investigation is underway.